Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and photo examination confirmed the presence of low density polyethylene ldpe residue on the implant. The component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. Evaluation of risk to the patient and found "risk assessment indicates that the likelihood of a toxic effect from the ldpe bags is negligible". Independent lab testing found the residue to be non-toxic. Testing has been done that shows the residue can be removed with a cloth moistened with water or isopropyl alcohol. The lot was manufactured on aug 4, 2012. The device was used for treatment. As of january-14-2015 there are no other complaints related to this part and lot combination. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the implant was opened during the procedure, the staff noticed the inner plastic was stuck to the implant. Surgery was completed with a different implant. There was no report of patient harm.